Event description:
Additional information was received from the patient. It was reported that patient had a return of symptoms a few days ago, or week or so ago. Patient said she can't go longer than an hour without having to urinate. It was confirmed that stimulation was on and on program 3 at 5.1 volts. Troubleshooting was performed and stimulation was increased to 6.5 volts. Caller didn't know if the stimulation was in the correct area or not. It was advised to the patient to keep a voiding diary to track progression and therapeutic response. Caller was also advised to give it a couple of days and see if her symptoms improve and she can call back if she needs help adjusting stimulation again. Patient stated she does not intend to follow up with any healthcare professional. No further complications were reported.

Manufacturer narrative:
B3: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she has been at the hospital and rehab since march and she has been home about a month but can¿t get anything, can¿t tell if remote is working or not. The patient then clarified that the remote does not work. The patient stated that she put the batteries into it that were in the box but did not have any other batteries to try during the call. The patient opened the battery compartment during the call and confirmed the batteries were correctly aligned but stated that she thinks they were smaller than the ones she removed from it. Patient services reviewed battery considerations. The patient stated that they will get some new batteries and call back. The patient stated that this started about 2 weeks ago. The patient stated that device did a good job until she went into the hospital and she hasn't used it since (B)(6). On (B)(6), the patient called back and reported the same issues; her patient programmer (pp) is not working. The patient stated that she changed her pp batteries, but it still won¿t connect. The patient stated that she sees a round face and a bell. The patient stated that her device has stopped helping her symptoms since she was in the hospital so she wants to make some therapy changes. Patient services reviewed information and the patient stated that she is currently at 4.5v. On the call, the patient increased stim to 5.1v and is comfortable. The pp was working as intended. Patient services reviewed therapy expectations and recommended to follow-up with the healthcare provider (hcp) as needed and to possibly page out a manufacturer representative (rep) for assistance if desired in the future. Patient services reviewed button use and icon meaning several time and the caller was confused on the entire call. The patient had a very hard time following instructions. The patient kept removing the pp from her skin while making changes to her therapy. Patient services asked several times if the patient would like an antenna, but the caller declined. No further complications were anticipated/reported.